Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient underwent total left hip arthroplasty on (B)(6) 2014 with novation gup 1 metallic head prosthesis and in the review in (B)(6) 2021 she presents great wear of polyethylene with a large supra-acetabular cyst.

Manufacturer narrative:
Section h10: (h3) the prosthesis wear and cyst reported may have been due to a combination of the risk factors specified, such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), the use of nylon vacuum bags without evoh, and/or surgical approach. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. H9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.